Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known. The customer's husband provided assistance and the customer consumed glucose tablets to address bg. Reportedly, the customer continued to use the pump for insulin therapy.